Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 15-sep-2025 the user reported not receiving audible low blood glucose (bg) alerts on the ilet device between 7:00¿8:00 am CT on (B)(6) 2025, while the caregiver received alerts via the circle mobile app. Engineering log review confirmed the ilet was functioning properly ¿ the alert volume was set to ¿off,¿ resulting in an initial vibration-only notification at the onset of the low bg (42 mg/dl), followed by automatic escalation to high-volume audio alerts 15 minutes later. The user acknowledged the alerts at 8:02 am. The agent explained how alert volume settings affect low glucose notifications and reinforced beta bionics¿ recommendation to keep alert volume set to ¿high.¿ the user¿s glucose recovered after consuming juice and a small snack. No external assistance or medical intervention was required.